Event description:
The customer reported the system will not boot-up. No pt injury was reported.

Manufacturer narrative:
A ge service rep checked the system and found missing collimator software node. He ordered a new collimator cpu. Part came in doa. Ordered a new one.